Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): information references the main component of the system and other applicable components are: product ID: 3888-33, lot# va03bqf, implanted: (B)(6)2015, explanted: (B)(6)2017, product type: lead. Product ID: 3888-56 lot# va0nn9s, implanted: (B)(6)2015, explanted: (B)(6)2017, product type: lead. It is noted the event date is an approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the patient¿s lateral leads up top came loose. The patient stated they were losing some effectiveness and the lead issue was confirmed during one of their injection dates. The patient mentioned they were active. The patient reported that the leads were replaced on (B)(6)2017. It was noted that the patient goes to the doctor 4-5 times per month. No further complications were reported as a result of this event.